Event description:
It was reported that when the surgeon implanted a navigator cage in a patient, while adjusting the cage into the correct position, the cage disconnected from the inserter. It was discovered that the cage was broken. Therefore the surgeon removed the broken cage and started over with a new cage in the same size. However the same thing happened again, the cage broke from the inserter. Eventually the surgeon placed the cage into position by using the tamps.

Manufacturer narrative:
The is a concomitant device. No failure was detected with the navigator straight inserter.

Event description:
It was reported that when the surgeon implanted a navigator cage in a patient, while adjusting the cage into the correct position, the cage disconnected from the inserter. It was discovered that the cage was broken. Therefore the surgeon removed the broken cage and started over with a new cage in the same size. However the same thing happened again, the cage broke from the inserter. Eventually the surgeon placed the cage into position by using the tamps.